Manufacturer narrative:
(B)(4): this device is included in the medical device correction, "synchromed® ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Event description:
It was reported that the pump was replaced for normal elective replacement indicator (eri).

Event description:
Additional information reported there was a volume discrepancy on 2013-05-23 where the actual residual volume was 3.5ml and the expected residual volume was 3.8ml.

Manufacturer narrative:
(B)(4). Analysis of pump serial # (B)(4). Revealed overinfusion of an undetermined root cause. Pump logs were gathered and a past motor stall and recovery were recorded. The device system was used to deliver hydromorphone, bupivacaine and baclofen.

Manufacturer narrative:
Destructive analysis of the pump was completed and no new anomalies were found. Method code was added. Conclusion code no longer applies.

Manufacturer narrative:
The UDI field was inadvertently left blank. The conclusion code was updated.